Event description:
(B)(4). Major weight loss or 40 pounds or more in just three months after I got essure. Developed an allergic reaction to nickel. Rashes and bumps all over my stomach, legs and arms. Very itchy skin. (B)(6) 2014, my belly started to swell and I quickly put on 50 plus pounds over the next 4 months with continued rashes from the nickel. (B)(6) 2014, I developed ovarian and fibroid cysts on my uterus. This caused severe pain, more bloating and very long, heavy periods that came every 18 days vs, 28 days. (B)(6) 2010, I had to have a full hysterectomy losing my cervix, uterus, and tubes because of the continued cysts and pain the device was causing in my tubes.